Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the light source cable with remote 10 m, when combined with a video system center. A light source and additional light source cable had color bars appeared on the monitor and then no image. And the monitor displayed b30 error code. This was found, during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The customer reported b30 error which is a communication error on the device. The root cause could be due a defective cable, a connection problem with the cable. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.